Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality. For use by user facility/importer (devices only). (B)(4).

Event description:
It was reported that the patient experienced recent episodes of lightheadedness. During a follow-up check physician adjusted the drop size. It was also reported that upon interrogation the four month rate histograms show an unusual rate distribution unlikely to come from truly patient data. The counters for premature atrial contractions (pac) and premature ventricular contractions (pvc) are high and within a digit of each other. Memory corruption was suspected. Followup is in progress to determine the cause and outcome of the unusual histograms. The device remains in use. No further patient complications have been reported as a result of this event.